Manufacturer narrative:
Product analysis #703590529:analysis information -- (B)(6) 09:52:29 cst pli# 30 product ID# 97712 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H3: analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Analysis of the lead (sn (B)(6) ) identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead (sn (B)(6) ) identified that all conductors are broken 16.2 cm from the distal end. Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory h3: analysis of the implantable neurostimulator and leads has not yet begun. A follow up report will be submitted once analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that impedances were high 0-7. The leads were replaced and the battery was upgraded. The removed products were returned for analysis. The reason for the impedances was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial#: (B)(4) , implanted: (B)(6) 2014, product type: lead. Product ID: 977a260 , serial#: (B)(4) , implanted: (B)(6) 2014, product type:lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 13-nov-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4) , ubd: 13-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was seen in the clinic today and she stated she has not been reprogrammed in a long time, but really felt like her stimulation wasn't working as well as it used too. A lot of the patient's pain has returned. There were no known factors that may have led to this. An impedance check was done and it showed 10k ohms on electrodes 0, 1, 2, 4, 5, and 6. The doctor decided to revise and replace both of the patient's leads. The issue was not resolved at the time of the report. The revision has been planned, but has not been scheduled. No further complications were reported. No additional patient symptoms were reported.